Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Reportedly, customer had a heart attack, was vomiting, and blood glucose was high (350-450 mg/dl). Initially customer alleged that pump was defective; however, during follow-up, customer reported that the cartridge and the infusion set had been in use for one week. While hospitalized, customer was treated with fluids, intravenous insulin and antibiotics. Customer was discharged from the hospital on (B)(6) 2018 with no permanent damage. Tandem clinical diabetes specialist met with customer on (B)(6) 2018 and assisted customer with re-starting pump therapy. Pump data was reviewed and no issues were identified. Customer was reminded to change cartridge and infusion site every three days. Follow up later that same day indicated that customer was doing well.